Event description:
It was reported that balloon rupture occurred. The 70% target lesion was located in the mildly tortuous and severely calcified arteriovenous graft. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 10 atmospheres for 5 seconds. The device was simply removed, and the procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning at the distal markerband and extending approximately 12mm proximally across the balloon material. No other issues were noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination found no damage or issues with the blades of the device. All blades were undamaged, intact, and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 70% target lesion was located in the mildly tortuous and severely calcified arteriovenous graft. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 10 atmospheres for 5 seconds. The device was simply removed, and the procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.